Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) by emergency personnel for blood glucose (bg) levels as low as 25 (mg/dl) for 3 days in a row. Reportedly, the customer stated that they were unresponsive when emergency personnel arrived for each event. While in the ER, customer was treated; however, the customer could not provide specific treatment information. Customer was released in stable condition after each visit, and stated that their bg level was in the 300s after leaving the ER on (B)(6) 2016. Customer indicated that they have discontinued use of the pump. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.